Manufacturer narrative:
Other relevant device(s) are: analysis found: s/n (B)(4), work order (B)(4), product: s7 argus os nafc0110 - media (cd/dvd/usb) incompatible with os. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site received a sr manager failure for the following applications: spine, cranial, and ear, nose & throat (ent). No failure was reported with the framelink application. The framelink application was restarted and then the issue with the cranial application resolved. This was observed outside of a surgical procedure. No patient involved.